Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient complained of abdominal distension and discomfort on (B)(6) 2021 at 7.00 am. On checking the bladder flushing and urinary catheter, it was found that the patient¿s catheter had prolapsed. The inspection found that the catheter balloon was ruptured, about 0.5x0.5cm. This catheter was placed during the operation, and the bladder was continuously flushed with normal saline. Inform the doctor and follow the doctor¿s order to renew it. A three-chamber urinary tube was indwelled, and 15ml of physiological saline was injected into the balloon. The airbag ruptured, and it was mentioned that there was a hidden danger of foreign matter remaining in the body.